Manufacturer narrative:
Additional information received on 08 august 2017 and includes: the pathogen was confirmed as enterococcus faecalis. Batch reviews performed on 21 august 2017. Lot 167599: (B)(4) items manufactured and released on 16 february 2017. Expiration date: 2022-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size m 0, code 01.29.209, lot. 167724 (k112115) ,(B)(4) items manufactured and released on 28 february 2017. Expiration date: 2022-02-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon reviewed the implant and determined possible infection. The femoral head and liner was removed and replaced. The surgery was completed successfully. X-rays and explants are not available.